Event description:
New information received stated that the patient presented to the hospital on (B)(6) 2022 for a regularly scheduled pulse generator battery change procedure. Prior to the procedure, it was noted that the atrial lead continued to exhibit lead noise. Visual inspection done during procedure did not find any obvious insulation issues with the lead. The patient's veins were occluded on both sides and no further lead revision was planned. The lead was attached to the new pulse generator and reprogrammed. There were no reported consequences to the patient.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for a follow up. Upon interrogating the pulse generator, it was discovered that the atrial lead exhibited alerts for low impedance during the interrogation and on (B)(6) 2019. The lead impedance trend over the last year was otherwise within normal range. The lead also exhibited episodes of pacing mode switch caused by noise oversensing. The episodes occurred over a period from (B)(6) 2019 to (B)(6) 2019 at different times throughout the day. The noise was also present during the in clinic interrogation when the patient was moving her shoulders. The patient was asymptomatic and was unaware of the anomalies. The lead was reprogrammed.